Manufacturer narrative:
The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 malfunctioned under patient usage. The nurse on duty saw that the unit turned to a blank screen during CPAP (continuous positive airway pressure) on a patient. Furthermore, the customer confirmed that the patient was transferred to another ventilator when the unit alarmed and when rattling sounds were heard from the unit. There was no patient harm reported associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. The exact root cause is not established as there was no performance issue found. Mainboard was replaced and unit passed all calibration and tests.